Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a check off that was missed under devices for "preadmission" patients. Preadmission was not enabled for the station. The technical support specialist enabled this to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system patient was not crossing the station. From the server side the patient data shows up but, on the station, rad all the patient data was not populating. The issue did occur when attempting to issue medication to a patient. Due to this malfunction, they had to work around the issue with a temporary patient profile. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the patient profile within the pyxis medstation es system is not transferring and is not appearing on the server. A customer has reported that, as a result of the malfunction, the user is unable to dispense medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that from the server side the patient data showing up but on the station rad all the patient data is not populating a technical support specialist discovered that preadmission was not activated for the station. Activating this feature enabled the patients to be attended to as anticipated. The system functioned as intended after troubleshooting.